Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: (B)(6), male, (B)(6).

Manufacturer narrative:
(B)(4). Concomitant products¿ oss poly tibial bushing, catalog 150476 lot 157670; oss poly femoral bushings, 2pk catalog 150477, lot 067100; oss poly lock pin catalog 150478, lot 446190; oss axle catalog 150480, lot 146210; oss reinforced yoke, catalog 150493, lot 918850; oss segmental femur, catalog 150355, lot 919810; oss diaphyseal segmental, catalog 150461, lot 755520; oss im stem 14x150, catalog 150368, lot 691040; oss tibial plate, catalog 150419, lot 612080; oss tibial augment, catalog 150426, lot 896800; oss tibial augment, catalog 150426, lot 015450. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure approximately eight years post implantation due to a broken tibial bearing. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.